Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged into the right ventricule creating oversensing of noise on the right ventricular (rv) channel that led to an inappropriate shock. It was also noted that the patient had a left ventricular assist device (lvad) which may have contributed to the noise. A revision procedure was performed

Event description:
At the revision procedure the device, ra and lv leads were explanted. The rv lead was partially explanted. Another manufacturer's system as implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.